Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during routine follow-up of an asymptomatic patient, a rise in atrial lead impedance was observed. A lead fracture was suspected. The lead remained implanted.